Manufacturer narrative:
Unable to confirm customer's complaint. Unable to perform the temperature test as bur was not seating inside the collet assembly. Visually, the handpiece was found cosmetically ok, connector had dent. The motor was noisy and the collet assembly was faulty. The motor and collet assembly found faulty and both need to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece overheated preoperatively. There was no patient involvement.